Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v872545, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v872545, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that the lead broke. There was still enough operating where they thought the patient could get enough relief. It was noted that they went in and met with a nurse a couple weeks ago where they said something was not right. It was confirmed 6 days prior to the report that the lead was broken. The doctor was saying hopefully surgery would not be necessary. No symptoms reported. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim. No interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care professional (hcp) reported that the patient was not getting therapy benefit and there was a possible revision noted. The possible revision was to replace the lead. Further information from the hcp reported that they check impedances and tried all available programs, they were <(><<)> 4000. The broken lead was not resolved.